Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The investigation indicate that the malfunction likely resulted from damage to the ceramic beak of the sheath. This damage likely occurred due to thermal-induced impact, wear and tear, improper handling, or mechanical overload, such as falls or shocks. Additionally, it's noted that signs of fatigue or pre-damage, like minute cracks, are often difficult to detect. The following is included in the instructions for use (IFU): the if u carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end. Before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had the tip break. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6).